Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that pump event logs confirmed a motor stall with no recovery. The stall occurred on (B)(6) 2014 with a tube set message two days later. The patient did not undergo an MRI. The patient had a laser treatment on the (B)(6). She also had injections into her sacroiliac joint. The patient did not report hearing any alarms. The healthcare provider (hcp) had been titrating up on the prialt over the past 4-5 months. Previously, the patient had other medications in the pump. The hcp was having difficulty finding something that would work for the patient, as she was still in quite a bit of pain. The patient felt like she was having episodes of a ¿surge of medication¿. It was reportedly hard to know how much the pump was really helping her. Follow-up information indicated that an alarm test was played for the patient and the patient stated that she did not hear it. The hcp was ¿looking at replacement¿ and then would return the pump to the manufacturer for analysis. It was later reported that the patient did have an MRI on (B)(6) 2014 and did not have the pump checked after the MRI. The patient was unaware that the pump stopped. When the motor stall was noticed on the initial report date, the pump was refilled and set to minimum rate. Approximately six hours later, the patient began to have a metallic taste in her mouth. The next day, the patient went to the emergency room (ER) with the metallic taste in her mouth. When the pump was interrogated in the ER, a motor stall recovery was noted. On (B)(6) 2014, the hcp removed prialt from the reservoir, filled it with saline and set the pump to minimum rate. A volume discrepancy did occur when the prialt was withdrawn. The pump was previously filled with 20ml of prialt. The hcp aspirated 19.1ml, but the pump should have only delivered 0.2ml. It was confirmed that the patient¿s symptoms did not begin until after the pump was set to minimum rate. It was calculated that it would have taken approximately 72 days for prialt to clear the catheter. The hcp was considering explanting the pump. The reporting hcp was going to discuss this further with another hcp.